Event description:
During a patient¿s trial period with an evoke spinal cord stimulation (scs) system, disconnected electrodes were identified on both leads. Troubleshooting and programing were unsuccessful and bent leads were identified. The leads were revised, and adequate dermatomal coverage was obtained.